Manufacturer narrative:
Based on the claim against the fenestrated bipolar forceps by the customer noting the instrument having broken cables. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reported issue of broken cables was not found during the failure analysis. Upon visual inspection, there were no frayed or broken cables observed. Failure analysis investigation found additional observation not reported by site and not related to the reported issue: the instrument was found to have thermal damage on the bipolar yaw pulley near the grip base. Upon visual inspection, there was no damage observed on the conductor wire. There were no pieces missing. The instrument passed electrical continuity. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is being reported due to the following conclusion: failure analysis found the evidence of thermal damage between grips of the instrument bipolar yaw pulley. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was identified to have individual wires of the bowden cables broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempt and obtained additional information: the procedure was completed with back up scissors and with no patient harm.